Manufacturer narrative:
Although the customer initially reported a service code, review of the AED's internal log files determined that the service code after battery replacement was due to the previous battery depleting. Analysis of the log files from the AED showed that the AED is functioning as designed. On 11/9/2024 the AED identified that the AED battery was getting low and attempted to alert the user by flashing its red asi and chirping. The AED continued to flash and chirp until 12/04/2024 when the battery pack was measured at a critically low state and the AED began reporting replace battery pack now. The battery pack was ejected and there was no evidence in the electronic logs of any human interaction to address the aeds condition until 1/06/2025 when a series of replacement battery packs were inserted into the AED.

Event description:
A customer reported that their AED's asi is flashing red, and the AED is alerting a service code. They reported this did not occur during patient use.